Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a broken main tube approximately 1.28mm from the distal tip. A piece measuring approximately 26.21mm was returned with the instrument. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon felt the 8mm large needle driver instrument was not functioning well. When analyzed, the instrument was broken. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided. Isi followed up with the initial reporter and obtained the following additional information: there was no material missing or detached from the portion of the device that enters the patient¿s body, and there were no broken cables at the instrument's wrist. The instrument did not move in a non-intuitive way.